Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis and treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd892810 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.